Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient underwent a left hemicolectomy, adhesiolysis, and small bowel resection procedure. The device fired correctly during the procedure. There were no issues. Post operatively, the patient developed a small bowel leak along the staple line which required further intervention and resection. Patient underwent a second operation. There was tissue loss and damage. The patient hospitalization time was extended.